Event description:
On (B)(6) 2009, the patient reported she is having air bubbles in the insulin cartridge of her infusion device. She stated her cartridge is free of air bubbles after priming, but after a couple of days air bubbles will form again. The insulin is room temperature. The patient was assisted in filling a new cartridge into her device, the patient stated there were air bubbles. After priming twice, the patient removed all air bubbles from her cartridge and tubing. She said she does not stand her device upright during the prime and was advised to do so. On follow up with the patient on (B)(6) 2009, she stated air bubbles did disappear after the first call. She was assisted in priming out all air bubbles. She stated this concern began when she started using her current cartridge lot number. The patient was advised to use cartridges with a different lot number and replacement cartridges were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.